Manufacturer narrative:
Additional information: h6, h10 device evaluation: one smiths medical pvc - portex tube blue line classic was returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination and no discrepancies were found in the returned sample. Functional testing was performed, and the cuff of the returned sample was inflated using a syringe and the product was immersed in the water in order to detect any leakage. Burble was noted coming out of the returned sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line classic noticed air pressure leak, along with difficulty inflating the cuff on a occasional basis. On the 6th day from the date of starting the product, they still noticed the cuffs air pressure was still decreasing, so a trach change was implemented. Once this was done ,a pinhole leak was found in the cuff. No patient injury reported. This required trach change, with some cases, this is life sustaining and if tracheostomy was not permanent , this could cause serious injury.